Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented to the hospital for a lead revision. Upon interrogation, multiple episodes of non-sustained arrhythmia were noted. The device successfully identified these episodes as noise on the right ventricular lead. The lead also exhibited loss of capture. The physician suspected that a micro-perforation occurred. The perforation was left to heal on its own. The physician attempted to reposition the lead but the helix would not extend once it was retracted. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event for failure to advance the helix was confirmed. The reported events for failure to capture and over sensing were not confirmed. Final analysis found the damage was sustained during procedure. The lead was otherwise normal.